Event description:
It was reported that the insulin pump was alarming no delivery when she tries to perform a manual prime. Troubleshooting was performed. Advised wife to disconnect the reservoir from the insulin pump and found that the septum was bubbling up. Advised wife to connect the transfer guard and the plunger rod to reservoir to relieve the pressure. It was stated that insulin was leaking out of the reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.